Event description:
It was reported that a patient's generator broke through their skin. The patient's generator was replaced and the explanted generator was discarded. Device history records for the patient's generator were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information is available to date.